Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure (B)(6) 2011 and mesh was implanted due to persistent sui.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and align was implanted. The patient underwent another procedure on (B)(6) 2011 and advantage was implanted. Additionally, sometime in 2011, mesh was also implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.